Manufacturer narrative:
Additional devices involved in this event: plc181400/16370332, pll161407/16487302, pll161407/16487263. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device) migration and surgical conversion.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, the patient presented to the emergency department with a contained rupture. It was reported the trunk-ipsilateral leg component had migrated distally an unknown amount due to dilatation of the aortic neck. The devices implanted in the initial procedure were all explanted due to suspected infection. It was reported infection was not noted in the patient prior to the initial procedure. It was reported the patient has a tunneled dialysis catheter which is suspected to be the source of infection. The rupture was repaired by a surgical graft. The patient tolerated the procedure. No further adverse events have been reported.

Manufacturer narrative:
Code 213 ¿ the review of the sterilization records verified that the lots met all pre-release specifications.